Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20208990/ 20208990.

Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging. It was also noted that the leads migrated and had high impedances, and in turn patient was not getting adequate pain relief. The patient underwent a spinal cord stimulator (scs) system replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device components were kept by the medical facility. No device malfunction was suspected.